Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was admitted on (B)(6) 2025 with methicillin-susceptible staphylococcus aureus (mssa) bacteremia. The patients' blood cultures on (B)(6) 2025 and (B)(6) 2025 grew mssa. On (B)(6) 2025 thier blood cultures grew methicillin-resistant staphylococcus aureus (mrsa). They were initially treated with vancomycin and cefazolin; then they were switched to daptomycin and ceftaroline. The ventricular assist device team believes his left ventricular assist device to have been seeded. They were said to have been followed up with infectious disease and placed on suppressive antibiotics after intravenous completion. The patient was also experiencing diarrhea, periodic vomiting and a lot of low flow alarms. The patient did have a known 70% stenosis in the proximal cannula. Log files were submitted for review and captured low flow events with the estimated flow hovering around 1.9 to 2.0 lpm. The flows recovered back above the 2.0 lpm lf threshold after a period of time. The lower flows appeared to be likely patient related as they were in the presence of elevated pulsatility index values. The patient described being dizzy when they stood at the time of low flows. The patient was given fluid and the low flow alarms resolved. The patient was discharged on 28mar2025 then admitted to rehab.

Event description:
It was later reported that the outflow cannula occlusion went from 50% in (B)(6) 2024 (MFR# 2916596-2024-06587) to 70% in (B)(6) 2025. No treatment had been performed for the outflow graft obstruction and the plan was to monitor only as the risk outweighed the benefits, given that the device was most likely infected. The device was also malpositioned at the time of implant and it was later attempted to be repositioned without success (MFR# 2916596-2022-10421). The patient had a long post-op course after the attempted reposition and was not compliant with medical regimen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft obstruction could not be confirmed as no computed tomography images were submitted, and no product is available for investigation. A specific cause for the obstruction and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. The controller event log file contained events from (B)(6) 2025, per the timestamps. The log file captured several low flow alarms in the setting of elevated pulsatility index (pi). The log file also captured numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. No other notable events were recorded. The pump appeared to function as intended throughout the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. This IFU lists adverse events that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.